Event description:
Per the clinic, the patient underwent a skin flap reduction surgery (specific date not reported) due to report of issues maintaining connection with the processor coil. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.